Event description:
The customer contact reported an adverse event while the device was in use. At 1615, a peripheral IV was started in the patient's left forearm near the wrist. At 1623, the device was programmed to deliver pitocin 20u in 1000ml of lr (lactated ringers), at a rate of 999ml/hr, and the delivery was started. After approximately 20 minutes, the nurse entered the room and noted the peripheral IV had infiltrated and that the patient's hand was "swollen, discolored, and cold." It was reported that the patient had received 404ml of solution. The delivery was stopped. The IV catheter was removed from the patient's hand, and the device was removed from clinical service. It was reported that warm compress were applied to the patient's hand. The physician was notified. A surgical consult was ordered to evaluate the patient's hand. Surgery was not required; however at 1804, the patient was treated with 25000u of heparin sq (subcutaneously). The customer contact indicated that within 10 minutes of the heparin treatment, the patient's "pulses were normal" at 2300, the customer contact indicated the patient's hand "color and temperature were back to normal." The pitocin therapy was discontinued. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed all testing. The customer has been notified that infusion pumps are not designed to detect an infiltration. An infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure sensed by the pump may not exceed the set occlusion pressure limit. A significant infiltration can occur without causing an excess pressure within the system and thus would not elicit an occlusion alarm. According to documentation in health devices 27(1):39, january 1998, ecri indicated that; "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneous injection port - a needle. Thus, to avoid problems, staff members should monitor IV sites of patients who are receiving infusions through pumps at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur." (B)(4).